Event description:
Pt underwent a bilateral augmentation mamoplasty with silicone gel implants 11 yrs ago. She has since developed severe capsular contracture bilaterally; grade IV; and rupture on x/ray examination proven of the left gel implant with extrusion of gel into the left axillary area. She went to the or for removal of the silicone implants, bilateral capsulectomies, and insertion of 290cc saline implants.